Event description:
It was reported that the device was is showing on maintenance mode not on a regular display mode. The tamper switch is faulty. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device once turned on is showing on maintenance mode not on a regular display mode was due to tamper switch is faulty. Tech support asked biomed to check tamper switch on rear side of 8015 device to check tamper switch make is not stuck on open or close position. Biomed confirmed that tamper switch is faulty and need to be replaced. Issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.